Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of the patient's ventricular fibrillation (vf) episode noted intermittent double counting of beats during the arrhythmia. The vf was detected and treated appropriately. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.